Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced endophthalmitis. Additional information has been requested

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that the patient experienced swelling and pain in od, cloudy vision, also c/o dark red floaters since surgery, conjunctival inflammation, aqueous cell, aqueous fibrin, hypopyon, corneal edema, dilating pupil. The patient was treated with antimicrobials and steroids.